Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer was assisted through the fixed prime process but the pump alarmed no delivery. No insulin exited the tube when she tried to manual push insulin through as well. The customer changed the infusion set and reservoir and was able to get insulin to deliver. Troubleshooting ended since the customer had to go to work. No products were returned and four infusion sets and two samples of the 6mm cannula were shipped to the customer.